Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device history log was not provided, therefore no review could be performed. The reported device was not sent to france for investigation as repairs were carried out locally. The defective spare part was received at brézins for investigation. During the external visual inspection, nothing was observed. The investigator started with the maintenance test 14 to read the value of the detector. He found that the value with the tube filled with water was out of tolerance, drifting to below required value. As a result, the detector would still be in alarm preventing the operation of the device and could not even be recalibrated. The air detector was out of service due to a drift of its value causing the reported failure. The root cause is due to weakening of the bonding of the ceramics. An internal CAPA addressing this issue has been opened on may 2022 and corrective actions will be implemented. This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
Multiple issues (e.g. Continuous air bubble alarm while no air is present; unable to calibrate the air sensor; communication error appearing; no errors found in the device log, only alarms). Resolved by replacing the sensor; reporting due to the defective air sensor. More follow up information is needed to complete the investigation.